Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the history file was overwritten, unable to verify if the bolus was manually entered by the customer due to overwritten history file. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.